Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400-600 mg/dl) with a moderate level of ketones. The cause was not known. Boluses via the pump were delivered to address the bg level. A pump system check was performed and no device issues were identified. The customer had reverted to using insulin injections for insulin therapy. Tandem technical support advised the contact to discuss the high bg event with a healthcare provider.